Event description:
In 2009, the pt reported he received several e4 (occlusion) errors on his insulin infusion device which he was able to clear. During troubleshooting, he discovered he had air bubbles in his infusion set tubing which he was assisted in successfully priming out. He then noticed the tubing was kinked a little which he felt was due to him sleeping with his infusion device attached to the gold chain around his neck. No blood glucose concerns related to this issue were reported. The tp did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.